Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal procedure was performed on (B)(6) 2018.

Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a third surgery to remove and replace the nail and screws in patient's femur. On (B)(6) 2017 the patient had a motor vehicle accident and suffered a fracture and was implanted with a femoral recon nail, 2 recon screws, and 2 distal locking screws, on approximately (B)(6) 2017, an additional surgery was performed to dynamized the nail in the patient¿s femur by removing the distal locking screws in the lower part of the femur. Images taken on (B)(6) 2017, indicated that the screws were not properly placed through the holes in the intramedullary nail. On approximately (B)(6) 2017, during a follow-up appointment, images were taken that indicated the improper placement of two (2) titanium recon screws through the intramedullary nail. In (B)(6) 2018, the surgeon identified that the status of the femoral nail had remained, or had become hypertrophic nonunion. The patient continued to suffer pain and remained unable to perform most physical activities, except walking, and continued to walk with a limp. On approximately (B)(6) 2018, the surgeon notified the patient that the two (2) titanium recon screws were not through the intramedullary nail at the head of the femur. Concomitant devices reported: nails: femoral (part number unknown, lot unknown, quantity 1). Screws: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown screws: trauma. This is report 2 of 2 for (B)(4).